Event description:
54 months after implantation, this device was explanted and replaced due to eos. Should additional information become available, this file will be updated.

Manufacturer narrative:
The ICD under complaint was returned for analysis. Before analysis of the ICD, the device history record was inspected, documenting that the device performed as expected during the device manufacturing. The final acceptance test proved the ICD functions tobe as specified. An incoming visual inspection was performed and did not show any anomalies. Subsequently, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. However,the measurement of the battery voltage revealed a depleted battery.the electronic module was attached to an external power supply to test its functionality.thereby the electrical parameters, particularly the current consumption, were found to benormal and as expected.the ability of the electronic module to deliver therapies was verified. The anti-bradycardiapacing pulses proved to be normal and in amplitude and frequency as programmed. Afibrillation signal was applied and the device delivered a defibrillation shock as specified,documenting a correct sensing and shock delivery. In particular, the specified energylevel was reached.the battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the batteryparameters were within specification during the battery manufacturing. No anomalieswere documented during the production process, associated to this battery. The battery was subjected to a visual and an electrical inspection as well as amicrocalorimetry analysis. The visual inspection of the battery did not reveal any externalsigns of damage. The measurement of the battery voltage confirmed a depleted batteryand the microcalorimetry analysis showed an elevated heat dissipation. Next, the battery was opened for destructive analysis. During the inspection ofthe inner assembly, an internal short circuit was identified, which led to an elevatedinternal self-depletion and therefore contributed to the clinical observation. In conclusion, the device was implanted for 54 months. The battery was found depleted.the therapeutic functionality of the device was tested with an attached external powersupply and proved to be fully functional. The analysis revealed an increased internal self-depletionwithin the battery that contributed to the clinical observation. Biotronik will monitor closely if complaints received in future point towards a commonroot cause. For this reason we encourage close dialogue between clinicians and ourproduct experts in order to explore all options to minimize any such occurrences infuture.